Event description:
A faradrive steerable sheath clear was selected for use for pulsed field ablation procedure to treat atrial fibrillation. It was reported that when switching from mapping catheter to the farawave catheter, the physician tried to aspirate from the sheath unsuccessfully. Upon noting this, physician removed sheath from the left atrium into the right. The dilator was used to aspirate from the valve of the sheath and flow was normal, so it was determined that the side port was the issue. A wire was inserted through the sheath and the sheath was exchanged over the wire for a new one. The patient's activated clotting time was over 400 at time of event. The sheath was connected to a pressurized saline bag (not heparinized) and the patient had a separate angiomax drip for anti coagulation. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. However, significant blood residue was present throughout the sheath. The faradrive steerable sheath was attempted to be flushed, but this was unsuccessful as an occlusion in the sheath was discovered. After multiple attempts to flush and clean the sheath, the valve hub was opened, and a significant amount of dried blood was present. This dried blood was removed and flushed out of the sheath before leak testing. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Additionally, microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Deionized water was injected to confirm leaking from the flush lumen port, however, leaking was not observed from this site. Dissection of the sheath handle did not identify any leak paths but found the pull wire lumen liners to be damaged. Leak testing with pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner hemostatic valve.

Event description:
A faradrive steerable sheath clear was selected for use for pulsed field ablation procedure to treat atrial fibrillation. It was reported that when switching from mapping catheter to the farawave catheter, the physician tried to aspirate from the sheath unsuccessfully. Upon noting this, physician removed sheath from the left atrium into the right. The dilator was used to aspirate from the valve of the sheath and flow was normal, so it was determined that the side port was the issue. A wire was inserted through the sheath and the sheath was exchanged over the wire for a new one. The patient's activated clotting time was over 400 at time of event. The sheath was connected to a pressurized saline bag (not heparinized) and the patient had a separate angiomax drip for anti coagulation. The device is expected to return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.